Event description:
A stent and one coil had been successfully used to treat a right superior hypophyseal aneurysm. The physician was attempting to remove the subject coil, reason not provided, when the device stretched and broke. A snare was used to remove the device. This resulted in the herniation of the coil mass protruding from the neck of the aneurysm into the parent vessel. A second stent was placed to secure the coil mass within the aneurysm. There were no reported patient complications due to this event.